Manufacturer narrative:
A data review was done and there were no abnormalities that would have caused this adverse event.

Event description:
Pt had their 2nd tx and 9 days post tx they developed a wound. They were prescribed antibiotic ointment and told to keep gauze on it. Pictures attached.